Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the touch pen stylus for the programmer was malfunctioning. It was requested that a replacement stylus be sent out as well as instructions on how to calibrate it. No patient complications have been reported as a result of this event.